Event description:
A leak was noted at the junction of the red extension and the catheter hub.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation. Visual inspection revealed the distal half of the hub is severely discolored. The side with the red clamp would not aspirate or flush. Attempting to flush this side revealed a leak at the extension-luer junction. A .018" guidewire was taken from stock and inserted into the luer with the red clamp but would only advance 11 cm before stopping. The luer with the white clamp was flushed and aspirated with no issues. Under magnification the extension tubing with the red clamp pulls away from the luer if slight pressure is exerted on the tubing to one side. A supplier investigation request was issued to the contract manufacturer. The contract manufacturer's investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. Relevant measurements were taken of the returned device, and it was found that all dimensions were within specification. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted more than 2 weeks prior to the event. An implanted catheter is exposed to many variables for which the manufacturer has no influence or control. These variables include but are not limited to patient physiology, care and maintenance of the catheter by healthcare providers, exposure to site care agents and ointments, locking solutions, and off label uses such as power injection. The longer the catheter is implanted and functioning properly the less likely catheter failure can be contributed to a manufacturing defect. We are unable to determine the cause or factors that may have contributed to this event.